Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. Troubleshooting was performed and after testing the rate sense impedance the measurement was 468 ohms. Technical services(ts) informed that impedances have been rising intermittently. It was noted there were no observations of noise and noise could not be reproduced in the clinic. Ts discussed possible causes and suggested to implant a new device per physician's discretion. At this time, the implantable cardioverter defibrillator (ICD) and non-boston scientific rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this non-boston scientific right ventricular (rv) lead exhibited high out-of-range (oor) pacing impedances measuring greater than 3000 ohms. Troubleshooting was performed and after testing the rate sense impedance the measurement was 468 ohms. Technical services(ts) informed that impedances have been rising intermittently. It was noted there were no observations of noise and noise could not be reproduced in the clinic. Ts discussed possible causes and suggested to implant a new device per physician's discretion. At this time, the implantable cardioverter defibrillator (ICD) and non-boston scientific rv lead remains in service. No adverse patient effects were reported.